Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a bilateral salpingectomy, hysteroscopy, ablation and single incision sling procedure performed on (B)(6) 2021 for the treatment of stress urinary incontinence. During the procedure, after the surgeon advanced the device through the patient's right side correctly, he allowed the resident to place the device on the patient's left side and the resident perforated the bladder. Reportedly, the resident experienced difficulty advancing the device. The sling was then fully removed from the patient. The sling placement procedure has been rescheduled in three months time and the remainder of the procedure has been completed. The patient's condition after the procedure was reported to be good.